Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in rewind process and also the insulin pump did not alarm when it was low on battery and reservoir. The customer's blood glucose level was unknown. Thy stated that the insulin pump did not alarm when it was low on battery and reservoir, it was not that she did not hear it, it did not provide a warning at all as an alarm. They also reported that the battery cap usually got stuck and was hard to remove and it was also got stuck on a rewind status. Customer stated they did not receive the second series of beeps nor did numbers appear on the screen and holding down the act button. He insulin pump will be returned for analysis.